Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl; cause was not provided. Additionally, it was reported that the pump did not enunciate blood glucose alerts as intended. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.